Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The tip of the device was disengaged and not received. Visual inspection of the shaft by engineering revealed no material defect that would account for the reported condition. Visual analysis of the device confirmed the product did not meet quality release specifications that were tested due to the disengaged component. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as a could not be reliably determined. However, it is considered likely that the device was subjected to rough handling. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Patient information not provided. Lot number and UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, one of the peanut dissector that used in laparoscopy case had the tip portion fell off from the rod. Had to look for it and able to retrieve it. Unfortunately other than the device itself, no other information, lot number or package has been saved. Patient outcome: no harm done.

Manufacturer narrative:
Device returned.